Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that at this time they did not know the cause for the patient¿s symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. It was reported that the patient started experiencing symptoms of overdose and the physician wanted the pump permanently shut down. Device options were reviewed with the reporter. The reporter was on the way to the hospital now and would review the options with the physician and call back. The pump was currently in a temporary stop at the moment. The reporter called back and stated that the managing physician understands that this is a permanent shutdown and the patient's partner is also understanding that this pump is permanently disabled once they enter the code. The patient is currently unconscious and they believe it is due to overdose. The code 3546 was provided to shut the pump permanently down. The reporter also provided more history and stated that it was believed they did a refill a refill on (B)(6) 2020 and immediately following the refill the patient experienced symptoms of overdose. The physicians directed the patient to the ER where he then went unconscious. Then today the physicians both agreed to discontinue therapy on this patient.

Event description:
Additional information was received indicated that the patient was in a coma with seizures for 5 days and was told by healthcare provider that the pump "malfunctioned".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.